Manufacturer narrative:
Conclusion code: other- the reported issue has been documented into asp's complaint system for tracking and trending purposes. As manufacturers introduce new technologies and make materials, manufacturing and repair process changes to their devices, asp does not have the means to provide up-to-date info related to specific brands and models of medical devices that may be processed in the sterrad systems. Asp may work with specific device mfrs to test for compatibility in the sterrad systems, however, the compatibility data and the decision as to whether the device is compatible in the sterrad systems is ultimately the decision of the device manufacturer. Olympus related a technical info bulletin date sept 21, 2007 recommending against the use of the sterrad nx sterilizer for sterilization of olympus flexible surgical endoscopes. In oct 2007, a CAPA was initiated and customer letters were sent to all sterrad systems users to directly contact the device MFR regarding material compatibility and functional performance questions of the device with the sterrad systems.

Event description:
The customer alleges that a model #bf type 10 scope was ran through the nx, and upon the opening of the sterrad container, the or staff found the scope to be in terrible condition. The gas cap was on, so that was not the cause of the following. There are three areas where the insulation looks like it was blown off. The customer also noticed that their other scopes (and the lf series of intubating scopes) had their paint chipping off. The customer double checked with the asp clinical educator on how they were cleaning and preparing the flex scops for sterilization in the nx, and was told that they were handling everything correctly. The customer thought that maybe they were leaving some cleaning residue on the scopes because their loads kept canceling, and found out that it in fact was the pink foam that was being used that caused the cancellations. They, however, were going over board on the cleaning aspect. They wanted to make sure that they did not leave any disinfecting materials on the scops and thus far, are still making sure of that in case that would be the problem with the paint chipping. The manger did not send the scope in for evaluation to olympus. There were no reports of adverse events related to the damaged device. Asp has attempted to retrieve more info, however, there were no new info provided.